Event description:
Hill-rom received a report from the account stating the front left caster came off their lift. The bed was located in the storage room. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. Hill-rom customer support provided the account the caster part number to resolve the issue. Based on this information, no further action is required.